Event description:
A nurse reported via phone call indicating that the customer experienced high blood glucose of 428 mg/dl. The nurse states that the insulin pump stops in the middle of the delivery when trying to deliver a bolus. The customer was hospitalized due to a heart attack. Customer was wearing the pump at the time of hospitalization. The customer was assisted with troubleshooting and the insulin pump passed the test functions. The customer's insulin pump works as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.